Event description:
I took a covid-19 test on (B)(6) 2020 that came back positive. "((B)(6), two antibody tests later (B)(6) 2020 and (B)(6) 2020)'' were both negative. I never had covid-19. Please subtract from the positive case count for the state of (B)(6). False positive. FDA safety report ID # (B)(4).